Event description:
User error. The customer loaded the microwell plate into the pipettor reck incorrectly causing the pipet tips to hit the bottom of the microwell. No death or serious injury was assoicated with this incident.